Event description:
Routine complaint investigation when an international hospital facility stated that, during an in-house study comparing results on different batches of test strips, a high reading was obtained on a precision xtra meter (83 mg/dl) when compared to a valid laboratory result (68 mg/dl). There was no report of death or serious injury. Medical intervention was not required. The comparison results were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significance of difference in readings and fell into the "d" zone, which is considered to be clinically significant.